Event description:
It was reported that the user experienced prolonged high glucose while using the ilet after treating a prior low with juice and eating a protein bar, reaching a peak of 337 mg/dl and remaining above 180 mg/dl for several hours before trending down; the user had recently changed the infusion site and later reported glucose back in range at 73 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the event aligned with improper or incorrect procedure or method, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.